Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi error code 133.6090 on 8015ls unit. Technical support: troubleshooting for an 8015 unit giving a 133.6090 error. Suggested messaging: has the battery been charged and you get this error when you power on the unit? High level steps/procedure: replace the main speaker. Return the unit to the factory. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/16/2015 to present date 10/29/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error code for a main speaker failure. There was no patient involvement.